Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump alarmed duirng the basic occlusion test due to a loose and protruded drive support disk. The functional testing could not be completed due to the alarm. The insulin pump was recieved with a cracked case at the display window corner, broken reservoir tube lip, minor scratches on the display window and cracked battery tube threads.

Event description:
It was reported that the customer received a compromised force sensor system error from his insulin pump. The customer's blood glucose levels are unknown. The customer stated that insulin squirted out of the insulin pump during the manual prime process. Standard troubleshooting was performed. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The product is being returned. Nothing further was reported.